Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and the pump touchscreen became unresponsive. Customer reset the pump to resolve the reported issues. Customer's blood glucose was 124 mg/dl.